Event description:
It was reported that the programmer did not display detailed information on a patient's shock episode. The clinician attempted to 'interrogate all' but still could not view the information. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.